Event description:
It was reported that during a follow up, noise was seen on the sensing channel. Evocative maneuvers did not reproduce the noise. All electrical measurements were normal. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.